Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: medical records were reviewed by a health care professional noting issues with hip pain, elevated ions and revision for metal debris. Discolored fluid was also noted. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to pain and elevated metal ion levels. A new head and dual mobility construct were placed without complication. Attempts have been made an no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157446, m2a magnum head, 609170. 139252, m2a magnum taper, 090430. 13-103206, taperloc stem, 908100. Customer has indicated that the product will not be returned to zimmer biomet as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02033.

Event description:
It was reported that patient is experiencing elevated metal ion levels after an unknown amount of time post right hip implantation. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.